Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. The iabp failed autofill calibration, demonstrated low vacuum and low pressure during pneumatic performance test. Vacuum recovery time above 10 seconds. Drive shuttle out of calibration. The stm diagnosed drive assembly failure; to address the issue the stm replaced the drive manifold assembly. Stm found pressure and vacuum pump head screws not tightened to manufacturer's torque specifications and properly tightened pump head screws to manufacturer's specifications. Stm found 8psi regulator below manufacturer's specifications and adjusted 8psi regulator to manufacturer's specifications. Calibrated drive and shuttle; the stm additionally replaced missing concealment labels. As preventive measure, the stm replaced the compressor vacuum and pressure quick disconnect fittings. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) alarmed autofill failure. There was no harm or injury to patient and no adverse event was reported.